Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the console no longer outputs an image via dvi (black image with camera head pulled out). The console also does not send a signal to the tablet (tablet does not boot up and does not shut down when it runs out of power, despite correct configuration). Tablet still starts manually, screen input is correct, which indicates the console.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Motherboard) this evaluation determined that the reported event occurred due to a failing motherboard.